Manufacturer narrative:
Findings: pump received with missing retainer, missing reservoir tube o-ring, scratched case, end cap address label fading, missing display window cover, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the clear plastic ring of the reservoir had fallen off. The customer's blood glucose level was reported to be 84.6mg/dl. It was reported that the pump would have to be replaced.